Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was re-booting for the past few months. The reporter stated that he was unsure if the battery cap was secured to the pump. The reporter denied damage to the pump or that it was exposed to water. The reporter noted that the patient and the pump were not available at the time of troubleshooting. The patient reportedly called in later on that day and reported that the battery cap was extremely loose and had to use a coin to secure it to the pump. This complaint is being reported due to the recent power issue with the pump.

Manufacturer narrative:
(B)(4): the pump showed evidence that power events occurred. The alarm history showed evidence of a replace battery alarm on the date of the power events. No damage was found to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and no defects were found. The pump was opened and no defects were found to the power circuit. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.